Event description:
Loss of integration. Customer reported that the implant was angled, because it was an immediate implant and would interfere with lower denture.

Event description:
Loss of integration. Customer reported that the implant was angled, because it was an immediate implant and would interfere with lower denture.